Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A nurse reported that a cartridge was defective and the intraocular lens (iol) was wedged inside. Additional information provided by an ophthalmologist surgeon indicated that there was a transversely running dent about 3mm above the opening of the cartridge, therefore, the lumen was dented and the lens got damaged. Additionally the tip of the cartridge was bent downwards, due to this the incision was enlarged and a laceration in the iris occurred. A new lens was implanted with a new cartridge. The iris was stitched and repositioned. Per the ophthalmologist, improper handling could not be excluded, but the device caused or contributed to the event. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a model/lot number or any identification traceable to the manufacturing documentation. It cannot be determined if qualified associated products were used. The associated lens information was provided. The intraocular lens product history records were reviewed and documentation indicated all products met release criteria. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation.